Event description:
It was reported that after being prompted by a low insulin alert, the customer was about to begin the load sequence. However, a low battery power alert was received, and the customer was unable to clear the low battery power alert. During troubleshooting with tandem technical support, the alert was cleared and the customer was able to continue to the load sequence. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.